Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient stated that their device is not working and they have not been feeling stimulation for a few days/since (B)(6) 2017. The patient stated that between the (B)(6) and the (B)(6) their pain was worse, they had a return of pain, their feet were swollen from being up on them a lot, and they had a potential emi from being around hospital devices. The patient stated that they saw the call your doctor screen with an elective replacement indicator (eri) message/potential premature depletion that occurred on (B)(6) 2017. The patient noted that the ins was just implanted last year. The patient was redirected to follow up with their healthcare professional (hcp). Additional information was received from the patient on 2017-aug-07. The patient saw an end of service (eos) error code. There was an allegation/dissatisfaction with the ins longevity as the patient understood the ins to last 5 years. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins in the patient's back was not working. The patient reported that neither of the replacement external devices that they received worked and stated that the issue was with the ins in their back. The patient reported that they were in terrible pain and had not worked in over a week. No further complications are anticipated.